Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2012 due to lead dislodgement. The physician was dr. (B)(6) at (B)(6) health sciences ctr in (B)(6) canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).